Event description:
Device malfunction: none. Symptoms/ae: neurological event. Time of symptoms/ae: after the procedure. It was reported that post a right internal carotid artery stenting procedure, upon leaving the catheter laboratory, the pt became hypotensive and experienced left hemiparesis, left facial droop and a decrease in sensation, diagnosed as a transient ischemic attach (tia). The hypotension was treated with intravenous dopamine and the tia was treated with intravenous heparin. One day post-procedure, the hypotension and the left hemiparesis resolved; however, there was some residual facial droop and decreased sensation. The pt was discharged to home. Although requested, there was no additional info provided.

Manufacturer narrative:
There was no xact stent malfunction reported. Neurological events and hypotension are known possible adverse events associated with the use of the device as stated in the xact instructions for use. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this event.